Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. An engineering investigation is currently in progress. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: claudication and surgical conversion.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. An attempt was made to implant a 23mm x 14cm contralateral leg component inside a previously implanted 23mm x 10cm contralateral leg component. A 16fr gore® dryseal sheath was advanced inside this previously implanted device. The new device was advanced, but positioned too high. An attempt to pull the device down into position was made, but the delivery catheter became separated from the device. The device had not expanded at this point but when the delivery catheter was pulled again, the device deployed approximately 3-4cm, so the pulling maneuver was stopped. An attempt was made to snare the device and pull it back into the sheath, but this was unsuccessful. So the device was deployed fully, inside the external iliac artery, which subsequently became occluded. A femoral to femoral bypass using a dacron graft was performed. The patient was transferred to the intensive care unit (ICU), and a few hours later experienced buttock pain. The patient was transported to the operating room and an open procedure was performed to repair the aaa. All gore® excluder® aaa endoprostheses were explanted. Following the procedure the patient was transferred to the ICU. Within 48 hours the patient presented with symptoms of colon necrosis.

Manufacturer narrative:
The delivery catheter was broken at the trailing olive. The leading end had pulled out of trailing olive. The deployment knob was still attached to the catheter. The deployment line was extended out of the deployment line lumen of the catheter. The stent graft was no longer on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The excluder instructions for use (IFU) clearly states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. The cause for the catheter breakage could not be determined with the available information. The attempts to reposition the device outside of the introducer sheath may have contributed to the event.

Event description:
On (B)(6) 2018 a patient was undergoing treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. An attempt was made to implant a 23mm x 14cm contralateral leg component inside a previously implanted 23mm x 10cm contralateral leg component. A 16fr gore® dryseal sheath was advanced inside this previously implanted device. The new device was advanced, but positioned too high. An attempt to pull the device down into position was made, but the delivery catheter became separated from the device. The device had not expanded at this point but when the delivery catheter was pulled again, the device deployed approximately 3-4cm, so the pulling maneuver was stopped. An attempt was made to snare the device and pull it back into the sheath, but this was unsuccessful. So the device was deployed fully, inside the external iliac artery, which subsequently became occluded. A femoral to femoral bypass using a dacron graft was performed. The patient was transferred to the intensive care unit (ICU), and a few hours later experienced buttock pain. The patient was transported to the operating room and an open procedure was performed to repair the aaa. All gore® excluder® aaa endoprostheses were explanted. Following the procedure the patient was transferred to the ICU. Within 48 hours the patient presented with symptoms of colon necrosis. On an unknown date the patient underwent a sigmoid resection. As of (B)(6) 2018 the patient is stable with an open abdomen. He has chronic renal failure and is on dialysis. He is in an intermediate care unit, breathing without mechanical assistance. He is periodically febrile.

Manufacturer narrative:
Results code 3: 213: see b.6. For results. Conclusion code 1: 22: updated: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement, bowel necrosis, occlusion of device or native vessel, buttock claudication and surgical conversion.

Event description:
On (B)(6) 2018 patient was being treated for an abdominal aortic aneurysm measuring 67mm in diameter. According to the report, embolization of the left hypogastric artery was performed with an amplatzer plug due to aneurysmal degeneration. It was reported that access was obtained with the assistance of echogram. It was further reported that perclose proglide suture-mediated closure system was utilized in the access procedure. According to the report, an attempt was made to implant a 23mm x 14cm contralateral leg component of a gore® excluder® aaa endoprosthesis inside a previously implanted 23mm x 10cm contralateral leg component gore® excluder® aaa endoprosthesis on the right side. It was further reported that a 16fr gore® dryseal sheath was advanced over a stiff wire inside this previously implanted device. According to the report, the second new device was advanced, but was positioned too high. It was further reported the device was advanced without protection of the sheath. According to the report, an attempt was made to pull the device down into position, but the delivery catheter became separated from the device. It was reported that the device had not expanded at this point. It was reported that when the delivery catheter was pulled again, the device deployed approximately 3-4cm and the pulling maneuver was stopped. According to the report, an attempt was made to snare the device and pull it back into the sheath, but this was unsuccessful. It was reported the device was deployed fully inside the external iliac artery, which subsequently became occluded. It was further reported that a femoral-to-femoral bypass using an 8mm dacron graft was performed. It was reported the patient was transferred to the intensive care unit (ICU), and a few hours later experienced gluteal pain and a rise in serum lactate level. According to the report, the patient was transported to the operating room and an open procedure was performed to repair the aaa. The report stated all gore® excluder® aaa endoprostheses were explanted, and a bifurcated dacron graft was utilized to complete the repair. Following the procedure the patient was transferred to the ICU. It was further reported that within 48 hours the patient presented with symptoms of colon necrosis. It was also reported that on (B)(6) 2018 the patient underwent a sigmoid resection for necrosis with a hartman colostomy with open abdomen. According to the report, he developed acute renal failure and there was suspicion of ischemia of the sacral plexus that compromised the right leg. It was reported the renal function is recovering and the function of the right leg is also getting a little better. As of (B)(6) 2018 the patient was reported to be stable with an open abdomen. It was reported his renal failure is being supported with dialysis. According to the report, he is in an intermediate care unit, breathing without mechanical assistance, and is periodically febrile. According to a subsequent report, as of (B)(6) 2018 the patient continues to be stable, the kidneys are working but not filtering, so the patient is still receiving dialysis. It was reported that the neurologists stated that it is very probable the right leg is going to be affected as consequence of the sacral ischemia. He will be moving to intermediate therapy in the next few days.